Manufacturer narrative:
Batch review performed on 20 march 2017. Lot 123225: (B)(4) items manufactured and released on 28 november 2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully. Infection was superficial. Cultures are not available. X-rays and explants are not available.